Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, opening in the bladder, missing piece of the shell, crease fold, wear abrasion, and red particles. A microscopic analysis was performed which identify sharp edge broken assessed an unidentified tear opening and a sharp opening in the bladder. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening due to an unidentified (tear) opening. A sharp broken due to an unidentified (tear) opening. Missing piece of the shell due to inconclusive.

Event description:
Healthcare professional reported right side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device was explanted.